Event description:
My son was implanted with freedom nucleaus cochlear implant in 2006, then following month his left ear internal device was failing, every two months by a couple electrodes. By 09/06 was completely out, then in 10/06 was out. In october drs admitted that he needs replacement, co gave us 10 years warranty on internal part??? My son lost two months of hearing with his left ear. Reimplantation surgery. He has a complication on surgery, his healing time is longer than before, he is not yet activated with new device.